Manufacturer narrative:
Corrected: (date received by mfg was erroneously reported as 2/7/2017 in the previous emdr, it should be 2/7/2018).

Event description:
It was reported that while a cardiosave intra-aortic balloom pump (iabp) was in use on a patient the getinge intra-aortic balloon (iab) ruptured. (Doctor note states: iab catheter was removed from the left cfa 8fr sheath and then proceeded to remove the sheath. No thrombus was seen at the time of bleed back once the sheath was removed iab was intact and was saved to be checked by the manufacturer. Hemostasis of her left cfa access site was achieved with manual pressure. New iab catheter (mega 40cc) placed in right groin with sheath.) The patient complained on (B)(4) 2017 about tingling/numbness to left foot. Patient could not feel anything from knee down to foot. An ultrasound showed nearly occluded left cfa & possibly nearly occluded eia. Lowered flow velocities noted throughout entire left lower leg. It was reported that the patient died on (B)(6) 2018. There was no alleged malfunction of the cardiosave iabp involved in the event. Indication for use: multivessel disease. Separate medical device reports have been filed for the iabs involved in this event.

Manufacturer narrative:
It was reported that the facility's biomedical engineer evaluated the iabp. They reported that blood did get into the cardiosave and they replaced the blood contaminated parts. The cardiosave was then put back into clinical use.

Event description:
It was reported that while a cardiosave intra-aortic balloom pump (iabp) was in use on a patient the getinge intra-aortic balloon (iab) ruptured. (Doctor note states: iab catheter was removed from the left cfa 8fr sheath and then proceeded to remove the sheath. No thrombus was seen at the time of bleed back once the sheath was removed iab was intact and was saved to be checked by the manufacturer. Hemostasis of her left cfa access site was achieved with manual pressure. New iab catheter (mega 40cc) placed in right groin with sheath.) The patient complained on (B)(6)2017 about tingling/numbness to left foot. Patient could not feel anything from knee down to foot. An ultrasound showed nearly occluded left cfa & possibly nearly occluded eia. Lowered flow velocities noted throughout entire left lower leg. It was reported that the patient died on (B)(6)2018. There was no alleged malfunction of the cardiosave iabp involved in the event. Indication for use: multivessel disease. Separate medical device reports have been filed for the iabs involved in this event.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted.

Event description:
It was reported that while a cardiosave intra-aortic balloom pump (iabp) was in use on a patient the getinge intra-aortic balloon (iab) ruptured. (Doctor note states: iab catheter was removed from the left cfa 8fr sheath and then proceeded to remove the sheath. No thrombus was seen at the time of bleed back once the sheath was removed iab was intact and was saved to be checked by the manufacturer. Hemostasis of her left cfa access site was achieved with manual pressure. New iab catheter (mega 40cc) placed in right groin with sheath.) The patient complained on (B)(6) 2017 about tingling/numbness to left foot. Patient could not feel anything from knee down to foot. An ultrasound showed nearly occluded left cfa & possibly nearly occluded eia. Lowered flow velocities noted throughout entire left lower leg. It was reported that the patient died on (B)(6) 2018. There was no alleged malfunction of the cardiosave iabp involved in the event. Indication for use: multivessel disease. Separate medical device reports have been filed for the iabs involved in this event.